Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Reportable other: the following devices were also listed in this report: triathlon p/a cr beaded #6l; cat# 5517f601; lot# unknown, tritanium patella-asymmetric; cat# 5552-l-401; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of left knee was reported. Patient had bone scan and surgeon questioned possible infection and loosening.